Event description:
Leica biosystems (lbs) received a complaint of under and over processed tissue during a wellness visit discussion. On (B)(6) 2025, the lbs field applications specialist (fas) investigating this event with the complainant documented the following, "...at least one patient could not be diagnosed, re-biopsy has been recommended to at least 2 cases." Information regarding both the final status of the affected patient tissue samples, the associated patient impact/outcome and identifiers of the "...at least 2 cases" where re-biopsy has been recommended has not been provided to leica biosystems. This information was requested from the customer by leica biosystems on (B)(6) 2025 during an in-person visit, (B)(6) 2025 by email and (B)(6) 2025 by email.